Manufacturer narrative:
The reported event could not be duplicated. The frequency of death or serious injury for code 103 (underdelivery) for co's products is approx 0.48/million sets.

Event description:
Underdelivery noted by biomedical engineering during routine preventative maintenance inspection. The pump reportedly delivers at -10%, with specification limits of +/-5%. There have been no reports of any adverse events with this pump when it was in pt use.